Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they had not found a new managing physician to care for the pump. The patient stated nobody would take her without some of her records. The patient stated the doctor wanted an MRI, but the patient couldn¿t because they had a pacemaker/defibrillator. The patient stated the circumstances that led to the empty pump was that the doctor was trying all different medications in the pump, and ¿whatever it was, was not helping¿. The patient experienced withdrawal, sweating, and freezing. The patient stated in (B)(6) 2017, the doctor was supposed to replace the pump. The patient stated when she got there, she was told the doctor wasn¿t there any longer. The patient stated the issue had not been resolved, and the pump either needed medications in it or it needed to be taken out. The patient stated their weight at the time of the event was (B)(6).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for non-malignant pain and other non-malignant pain. The pump contained an unknown drug with an unknown concentration and dose. It was reported that the patient¿s pump had been empty for ¿about 8 years¿, but the patient still currently had the pump. The patient did not know what drug was in the pump, but noted she thought she had dilaudid when she first had the pump implanted. The patient stated her managing physician lost his license, and she had reached out to different doctors who had declined to take her on as a patient. The patient said that those doctors she had reached out to wanted to see her medical records, but she couldn¿t get them because they were locked inside her managing physician¿s office. The patient noted she couldn¿t ever get an MRI because of her device implants. The patient noted she was supposed to get a new pump put in before her managing physician ¿closed down on (B)(6) 20108¿. No patient symptoms/complications were reported.